Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed. Customer's blood glucose (bg) level was 52 mg/dl. Low bg level was due to the customer forgetting to eat food. Customer ate food to address low bg level.